Event description:
A customer contacted baxter?s technical service center to report having a system error 2367 alarm with the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) had already cycled power. A system error 2240 alarm occurred previously. The supply bag became disconnected from the line. The alarm cleared. The hp would complete therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the peritoneal dialysis nurse (pdrn) on (B)(6) 2012 regarding a 2240 alarm. The pdrn stated that the patient had contacted her about the event. The pdrn went over proper procedures with the patient. There were no adverse effects reported in relation to this event, and the patient was continuing therapy on the homechoice successfully. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was a supply bag falling and disconnecting. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.